Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level as readings remained within the normal range. Tandem technical support advised the caller on better ways to press the button and decided to replace the pump. Until the replacement arrived, the customer planned to use multiple daily injections (mdi) to maintain insulin delivery. Technical support sent a replacement pump with updated software and instructed the customer on the steps to take upon its arrival, including storage mode instructions and the return process for the problematic pump.